Event description:
Information received indicates the siderail will not latch in the upright position.

Manufacturer narrative:
The technician found both shoulder latch bolts missing. The technician replaced the latch bolts to repair the stretcher.